Event description:
The haptic was found to be bent after the lens was implanted in the eye. The doctor enlarged the incision to remove and replace the same type of lens.

Manufacturer narrative:
See MDR 1920664-2009-00168 for the delivery device used with this intraocular lens.